Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected insulin flow blocked/no delivery alarm noted. The adapt tool confirmed the unloaded voltage and loaded voltage was within specification range. No unexpected battery alarms or alerts noted during testing or in the device trace download. No battery failed alarm during testing. No motor error alarm noted. The motor was tested outside of the device and passed. No unexpected grinding or screeching noise during the rewind test noted. Device received with pillowing keypad overlay. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had rewind errors, random and unexplained no delivery alarms, the motor was making a grinding or screeching noise sometimes, the insulin pump had rejected new batteries and the batteries last about 6 days. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.